Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was performed. Consequently, severe central regurgitation was observed, possibly due to a torn native leaflet from the bav. The delivery catheter system (dcs) was inserted into the patient, but could not advance due to the patient's abdominal aortic aneurism calcium and tortuous descending aorta. A new valve was prepped and implanted, however, the patient reportedly did not have enough reserve, decompensated, and expired. Per the physician, the cause of death was due to the severe central regurgitation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29us, serial #: (B)(4), ubd: 05-aug-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6: results and conclusion codes conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were not provided for review. The reported event indicates that the dcs was inserted into the patient but could not advance due to the patient's abdominal aortic aneurism calcium and tortuous descending aorta. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The central regurgitation was caused by the possible torn leaflet and pre-implant balloon aortic valvuloplasty (bav) along with patient condition and is not related to the valve or dcs. The difficulty advancing the dcs is not likely to be a significant factor in the decompensation and subsequent death. The adverse events and severities are documented within the risk files and instructions for use. No further action is required. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.